Manufacturer narrative:
H3. It was reported that the 980 ventilator stopped ventilating while in use on a patient the biomedical engineer (biomed) observed an alternating current (ac) power loss alarm in the ventilator logs following a circuit disconnect. The engineer was unsure whether the ac power cable had been unplugged and if the batteries were depleted, so they contacted technical support (ts) for assistance. Ts personnel instructed the biomed to perform calibrations, an extended self test (est), and a short self test (sst) to try to reproduce the error. All tests passed, and the device operated on a test lung for three hours without duplicating the issue. The ventilator was confirmed to be functioning properly and returned to use. Although the exact cause of the event was not determined, a possible explanation is loss of power due to the ac power cable being unplugged while the batteries were depleted, as suggested by the biomed. Further action was not required because the event is included in a data monitoring plan. A device history record (DHR) or service history record (shr) review is not required since there is no indication of a potential manufacturing or servicing issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the 980 ventilator stopped ventilating while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.